Manufacturer narrative:
Additional information was received that the physician confirmed that the ipg was not sticking out of the skin.

Event description:
A report was received that the patient's ipg was sticking out through the skin. The patient underwent an explant procedure wherein only ipg was removed. No device malfunction was suspected.

Manufacturer narrative:
(B)(4). The explanted devices were not returned to bsn. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient's ipg was sticking out through the skin. The patient underwent an explant procedure wherein only ipg was removed. No device malfunction was suspected.

Manufacturer narrative:
Correction to the initial MDR in field .

Event description:
A report was received that the patients ipg was sticking out through the skin. The patient underwent an explant procedure wherein only the ipg was removed. No device malfunction was suspected.